Event description:
It was reported that this right ventricular (rv) lead triggered lead safety switch (lss) due to high out of range measurements above 3000 ohms. Lead fracture is suspected. In addition, the lead exhibited loss of capture for bipolar configuration and is working in unipolar configuration. The configurations were reprogrammed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected patient code.

Event description:
It was reported that this right ventricular (rv) lead triggered lead safety switch (lss) due to high out of range measurements above 3000 ohms. Lead fracture is suspected. In addition, the lead exhibited loss of capture for bipolar configuration and is working in unipolar configuration. The configurations were reprogrammed. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, and a portion of the rv lead was explanted, and a portion remained implanted. The rv lead was disposed. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead triggered lead safety switch (lss) due to high out of range measurements above 3000 ohms. Lead fracture is suspected. In addition, the lead exhibited loss of capture for bipolar configuration and is working in unipolar configuration. The configurations were reprogrammed. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, and a portion of the rv lead was explanted, and a portion remained implanted. The rv lead was disposed. Another rv lead was successfully implanted. No additional adverse patient effects were reported.